Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The service technician attempted to power on the ventilator, however, the ventilator would not boot up. The ventilator would go into a constant reset cycle. Bench testing revealed a malfunctioning exhalation module was creating the reset condition. The service technician replaced the exhalation module and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that the revel ventilator experienced a hard failure with constant audible alarms during patient setup. The customer confirmed there was no patient involvement associated with the reported issue.